Event description:
The lay user / pt contacted lfs on (B) (6) 2010, alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010 and obtained the following info. On (B) (6) 2010, the pt exhibited symptoms which consisted of feeling weak, dizzy, felt like he was "going to black out" at 1:00pm. Prior to exhibiting symptoms and after exhibiting symptoms he obtained a 260 mg/dl and a 280 mg/dl. He did not recall which result was before the symptoms and which result was after the symptoms. Pt ate a snack. A family friend took him to the hosp where he was tested 30 minutes later on the hosp device and obtained a 135 mg/dl. The pt's blood pressure and eyes were checked. The pt was not treated in the hosp. The pt claims symptoms subsided within an hour later. Products were replaced. A quality control test was not done since the pt was using non-lfs control solution. The complaint is being reported since the pt alleged that the meter displayed elevated reading; however, he was exhibiting symptom suggestive of hypoglycemia and self-treated with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.